Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she needed to make some adjustments to her insulin regiment. The blood glucose reading was 411 mg/dl. She advised that she made sure everything was working properly and confirmed that it was. She requested a shipment of replacement supplies. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.